Manufacturer narrative:
A philips field service engineer (fse) evaluated the device confirmed the nibp pump was leaking. The customer was provided a replacement nbp pump assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the nibp measurement is inaccurate. The device was in use on patient at time of event, there was no adverse event reported.